Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2011 and suture was used. Approximately thirty five days post operative the patient felt the suture was hard to the touch. The surgeon took removed the sutures and used bactericide to treat it. No additional information has been provided.

Manufacturer narrative:
(B)(4). Infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.